Manufacturer narrative:
Na

Event description:
It was reported that the physician implanted a lv epicardial lead to upgrade the implanted system to a crtd. The patient is in atrial fibrillation. All the measurements were in the normal range. In the evening the physician interrogated the device and noticed that there was no capture even at maximum output and that the lv pacing impedance was not stable (from 220 ohm to 1200 ohm). The next day the physician extracted the lv lead and implanted a new 1084t-35 lead. The patient condition is good.